Event description:
During a t&a, the physician fired the cautery pencil and it flamed in the pt's throat. Md saw this in time to prevent pt injury. Immediately, pencil was given to o.r. Risk mgr., who reported the incident by phone to MFR. One (1) each affected and will be returned to MFR.